Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the lcd monitor had no image. It was reported that the patient was not under anesthesia and there was no delay, injury or death to the patient.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found that there was no image at start-up, and it was due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.